Manufacturer narrative:
Conclusion: the investigation revealed mechanical damage to the active electrode to be the root cause of failure. This finding appears congruent to the symptoms described in the patient report. This is a final report.

Event description:
An increasing number of electrodes had developed high impedance over a period of time. There was a decrease in the patient's performance.